Manufacturer narrative:
The customer reported that the system had issues with the aspiration and ultrasound. The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on august 10, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that at the beginning of a procedure there was no aspiration (no vacuum) and no ultrasounds. The handpiece and cassette were exchanged but only resolved the ultrasound issue. The aspiration still did not work. Vacuum max was 200 instead of 450 during extraction of the fragments. The system was restarted, the tests were performed again and everything worked properly. Patient impact is unknown. Additional information has been requested and received.